Manufacturer narrative:
The unit passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The unit functioned properly. The motor was tested outside the device and passed. The following physical damage was noted: cracked casing on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and a cracked end cap.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 292 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.